Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction damage to ccd unit.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited due to damage on ccd unit, the image disappears during angulation in ud directions. There was no patient involvement.